Event description:
It was reported that this right atrial (ra) lead exhibited significant noise, loss of capture with a bipolar impedance of more than 3000 ohms due to breakage or fractured as the testing lead through the pacing system analyzer suggested ring electrode fracture. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.